Event description:
Caller reported cgm error 42, which was initially alarming. There was no adverse impact to the customer¿s blood glucose level. Customer received guidance from technical support to perform a pump reset, which successfully resolved the error, and was instructed to wait 20 minutes before starting a new sensor session.